Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt. The physician inserted the occlusion balloon inside of the placed stent. The physician attempted to inflate the occlusion balloon; however, it would not inflate. The physician attempted three times to inflate the occlusion balloon; however, none were successful. The device was removed from the pt and noticed that there was a leak in the occlusion balloon material. The procedure was completed without occlusion. The pt is reported to be fine.